Manufacturer narrative:
The investigation was based on the log file of the affected device. The analysis of the log file could confirm that during the reported time of the event the device was in standby mode without active ventilation. The log file showed that the device was switched into operation at 06:11 a.m.. At that time, the device immediately raised application related alarms like "flow measurement inop.", "volume not constant", "airway pressure high" and "pressure limited". In addition, the alarm "o2 measurement inop." Was generated that was resolved by calibration of the o2 capsule. The ventilation was not affected by that issue. At 11:10 a.m. The device was put back into standby. The log file analysis could find no indication for a device malfunction. To start the ventilation when the device is in standby mode, the user must select the screen key ¿start¿ and confirm by pressing the rotary knob. Then the ventilation starts with the set values. According to the instruction for use, the device should only be used under the supervision of qualified medical personnel to ensure that any malfunction is remedied without delay. During active ventilation the essential performance consists in controlled and monitored patient ventilation with user-defined settings for the monitoring functions of minimum breathing gas flow, maximum airway pressure, minimum and maximum o2 concentration in the breathing gas. In case of a detected deviation, the device would generate an adequate alarm to inform the user about the deviation. The device reacted as specified and notified the user about a detected deviation with appropriate alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that at 04:42 a.m. The patient was connected to the device after discharge from surgery. Within 5 to 10 minutes, it was noticed that the patient went into cardiorespiratory arrest. The emergency procedure was initiated, and the patient was taken and transferred to the intensive care unit. Reportedly, the device was not activated. The device has no UDI as an UDI was not required at the time the device was manufactured.